Manufacturer narrative:
(B)(4).

Event description:
The patient experienced no therapeutic effect following exposure to a security gate at a museum. The device was turned on during the exposure. Further follow up was not possible.